Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.